Event description:
The pump was returned to the manufacturer for analysis. No reason for explant was provided. Implant duration is less than 50 months. Additional information has been requested and a follow-up report will be sent if additional information is obtained.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.